Event description:
A distributor complaint was reported regarding a device alarm labeled as "alarm 30" on a pump in denmark, occurring during pumping on january 28, 2026. There was no adverse impact to the customer's blood glucose level. The customer was not able to successfully load a cartridge and resume insulin therapy, which led customer technical support (cts) to arrange a replacement of the pump. The pump was still under warranty, and the customer planned to use multiple daily injections (mdi) as an alternative therapy in the meantime. Cts provided instructions for the safe return of the malfunctioning pump and confirmed that the customer understood the necessary steps.